Event description:
It was reported that the vibrate alarms stopped working on the customer's insulin pump. Advised the customer that the insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump did not vibrate during the self test due to a broken vibrator motor wire (black). The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.